Manufacturer narrative:
Retainer ring = black. On aug 27, 2021 the customer alleged bolus anomaly/pump timing out anomaly, high bg's and possible under delivery anomaly. On oct 27, 2021 (related svn 000313533311) customer alleged possible under delivery anomaly. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0874 inches. Device recognized the water filled reservoir that was installed in the reservoir compartment. The pump was programmed with a 2.0 unit fill cannula delivery. Then the insulin pump delivered the 2.0 the pump s properly with water exiting the infusion set. Device was programmed with multiple test boluses and monitored. All boluses delivered properly and was listed in the pump's daily history screen. No bolus delivery anomaly, pump timing out before completing the bolus delivery anomaly or bolus not delivered alert noted. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. Device passed the functional testing. Unable to confirm alleged high bg's. Customer allege bolus anomaly/pump timing out anomaly was not confirmed. Customer allege possible under delivery anomaly was not confirmed. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose which was 458 mg/dl and treated it with bolus and injection. Customer stated they had received bolus not delivered alert twice in a day and customer alleged that pump was under delivering. Customer declined to trouble shoot. It was unknown whether the auto mode feature at the time of event was active or not. The insulin pump will be returned for further analysis.